Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated the rv, resulting in cardiac tamponade and pericardial effusion. Cardiocentesis was performed on an emergency basis and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.